Manufacturer narrative:
(B)(4). The product was discarded at the customer site, therefore, no investigation can be done.

Event description:
Customer reported crack in IV tubing was noted after medication puddle was noted on the floor. Pt was given extra oral sedation through ng tube as ordered sedatives of fentanyl and midazolam did not seem to have an effect. The pt was awake and his work of breathing was increased. The sedatives were infusing together through a y connector and pt may not have been receiving the full dose of fentanyl due to the crack in the midazolam tubing. The leak was found just below the portion that is inserted into the pump. No add'l info was available.